Event description:
This lead was explanted due to dislodgement. Initial attempt to reposition was successful but the lead dislodged again the next day. Should additional information be received, this file will be updated.